Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio observed that the lid reed switch was stuck shorted. This shorted reed switch caused the device to not recognize when the lid was opened in order to have the voice prompts function.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported to physio-control that their device did not have any audio prompts when the lid was opened. The device can not be used by the end user with no audio prompts as there are no visual prompts on the device for use. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.